Event description:
It was reported that, after replacing the cassette with another one, an alarm sounded, no information was displayed on the screen. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no further information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No visual damaged was observed. The keypad and labels were all intact. Residual ink markings were noted on the keypad. The pump downstream occlusion (dso) and upstream occlusion (uso) sensors were tested. Both sensors were found functional and measured within manufacturing specification. A delivery accuracy test was performed and the device was found to be within the published specification. The device was tested for 24 hours but the reported issue was unable to be replicated. Event history log review found no related errors. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: no actions were taken as no issues were found with the device.